Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It is reported by mrs. (B)(6), nurse of the hospital, that parts of the ceramic broke intraoperative. Replacement was available

Manufacturer narrative:
Visual inspection : the returned unit was subjected to physical examination, found the power cable and the suction tube were cut-off. The probe tip was inspected under the microscope a missing electrode was confirmed, however the ceramic was still intact. Excessive wear marks on ceramic, lumen and insulation (heat shrink) were observed. The missing electrode was not returned with the device, according to reportability rationale the broken tip was retrieved from the patient. Functional inspection : no functionality test were done due to the device condition when received. Unable to read the activation history due to power cable was cut-off. The probable root cause/s could be excessive force used when inserting of removing probe, probe inserted into obstructed passageway or any forceful impact to the tip of the probe with rigid objects. Probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It is reported by mrs. (B)(6), nurse of the hospital, that parts of the ceramic broke intraoperative. Replacement was available